Event description:
Patient reported obtaining a blood glucose result of 307 mg/dl, while using the suspect device. Within 2 minutes, a venous sample obtained from the same patient, reportedly measured 133 mg/dl, on a lab instrument. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.